Event description:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (Device b): h51e6w, (batch #); exp date = 04/12/2016. (Device b): (B)(6) 2011. Additional information: device (a) arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open bowel resection procedure, the device was fired across bowel and the staple line did not form. Staple line reinforced with sutures. The patient had to be returned to the or the next day due to an anastomotic leak. Another similar device was used and again the staple line did not form. Sutures were used to reinforce the staple line.